Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - flushing was not performed for auxiliary water channel at precleaning. - suctioning detergent solutions was not performed for biopsy channel nor suction channel at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation: event 1: positive in culture test a deviation from IFU was confirmed was confirmed at detection of bacteria therefore, reprocessing may have been conducted insufficiently. Event 2: distal end corroded according to the following investigation results, deviation from IFU was confirmed at corrosion. Therefore, the deviation of reprocessing may have generated the corrosion. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Chapter "reprocessing the endoscope (and related reprocessing accessories)" "precleaning the endoscope and accessories" "flush the auxiliary water channel: the auxiliary water channel must be flushed either manually or using an olympus flushing pump (endoscopic flushing pump ofp or ofp-2)." Chapter "reprocessing the endoscope (and related reprocessing accessories)" "manually cleaning the endoscope and accessories" "aspirate detergent solution through the instrument channel and the suction channel" olympus will continue to monitor field performance for this device.

Event description:
It was reported during culture test, the device was tested positive (cultured positive ) in suction channel . No report of any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
The hygiene microbiological investigation (hmi) results were provided. The results reported the device channel (all suction channel) tested positive with >10 (cfu) klebsiella, micrococcus, brevibacteria, bacillus the subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). All channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. The device was then returned to rrc (regional repair center) olympus hamburg for device evaluation. The device inspection and evaluation findings noted below: channel tube inspection found traces of corrosion on the distal end spout. Adhesive on a-rubber found detached. Below are information on customers cds checklist: cleaning, disinfection, and sterilization (cds) : aer/ewd reprocessor: model name: getinge ew2 detergent name: pokayoke disinfectant name: pokayoke a+b by getinge pre-procedure device check not performed precleaning information : precleaning performed immediately after patient procedure (less than 5 minutes) aspiration of water through the instrument/suction valve not performed. Flushing channels : air/water channel, auxiliary channel, instrument channel using mh-948(aw channel cleaning adapter) not performed. Auxiliary channel not flushed with water. Distal end not flushed with maj-2319 (flushing adapter) no defects noted on all reprocessing accessories. Performed 60 minutes (pre-cleaning to manual cleaning). Presoaking not performed. Leak tested per IFU. Detergent used: mediclean forte by (B)(6) manual cleaning: detergent not aspirated through the instrument /suction channel. All removable parts detached from scopes during cleaning. Scope was not sterilized. Brushed points : instrument /suction channel, suction cylinder, instrument channel port. Brush inserted into instrument channel from suction cylinder. Forcep elevator operated up and down in the detergent solution. Brush used maj-1888 corresponds to 3rd party brush. Olympus provided the reprocessing training. Maintenance of scopes not by olympus handling of accessories- conform manual samples are taken from instrument channel. Scope storage- stored in drying cabinet , in a drying cabinet max 30 days. Stored wet: 4 hours max otherwise cds again. Investigation is ongoing. This report will be supplemented accordingly following investigation.